Manufacturer narrative:
Event description, corrected data: initial report inadvertently did not list the findings from the device history review.

Event description:
A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution.

Event description:
It was reported that this patient was admitted to the hospital for strep throat. During their visit, it was determined that the patient had an infection at the generator incision site, and was treated with antibiotics. No other relevant information has been received to date.